Event description:
It was reported that intermittent altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose (bg) was 600mg/dl. The customer administered a manual injection to address the bg level. Reportedly, the customer cleaned the speaker holes or reloaded the cartridge to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.